Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a stuck up arrow button. The blood glucose reading was 21 mmol/l. The caller stated that when she tried to program a bolus, she noted that the device started to scroll without any input. She added that the insulin pump alarmed button error alarm as well. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.